Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is(B)(6) . E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had no electrocardiogram (ECG) even via pressure transducer. No patient involvement.

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and troubleshooting carried out, during troubleshooting it was determined that the pcba, front end board was not processing the incoming signal. An offer to replace the board was made. The customer has not yet given his approval. If additional information is received regarding repair of the unit, a supplemental report will be submitted.